Event description:
It was reported that following a fall, the pt experienced increased pain. A dye study was attempted, but the hcp was unable to aspirate cfs. The catheter was replaced. A second attempt of a dye study was tried in the operating room with no csf. Upon opening the previous site at the back, unidentifiable "white clumps" were noted in the catheter. The drugs in the pump were dilaudid, bupivacaine, and clonidine. The pt recovered without sequela.